Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power module backup battery causing the power module to alarm was confirmed. The heartmate power module backup battery (serial number: (B)(6)) was returned for analysis in unremarkable condition. The power module backup battery returned with a voltage of 10.75 volts (v). The 12v battery was connected to a test power module fixture. Upon connecting the battery, the reported event was confirmed, the power module alarmed with red battery and yellow wrench symbols. The fixture was then connected to a mock loop. The alternating current (ac) power cord was unplugged, and the backup battery was unable to supply power to the system. The battery was not able to go through a manual discharge and charge cycle. Further evaluation was not performed due to the chemical hazard posed by sealed lead acid batteries. The root cause for the reported event was unable to be conclusively determined through this analysis. Battery inspection data was reviewed for the 12v sla backup battery, serial number (B)(6), revealing that the battery passed all testing per the greatbatch specifications. The battery was shipped to the customer on 22feb2024. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including all power module alarm conditions. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during annual maintenance, one power module backup battery was found to be malfunctioning. The battery was used in different power modules; however, no mattery to which power module it was connected, every device showed a red battery indicator with internal battery hazard alarm and continuous audio tone. It was noted that the battery was never used before and the expiration date was 30apt2026. Battery recovery was performed, unsuccessfully.